Event description:
It was reported that the interlink ext t-connector 1y site leaked during the infusion while connected to the covidien IV set. The following information was provided by the initial reporter, translated from japanese to english: "the hcp connected an IV route to a2n3343-zba (female luer) and started infusion, and then saw the fluid leaking from the connection. The IV set used is covidien's safe access."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-14 investigation summary: visional inspection of the sample was conducted. As a result, no abnormalities such as cracks or deformation were found in any of the actual products. When a tube was connected to the actual chemical flow nyugawa lure, air pressure (55 kpa) was applied, and a pressure test was conducted in water, there was no leakage in any of the actual products. As a result of the actual product inspection, no leaks were confirmed for any of the actual products, and there were no abnormalities. For this reason, it was not possible to identify the cause of the liquid leakage during priming by connecting to the infusion line.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the interlink ext t-connector 1y site leaked during the infusion while connected to the covidien IV set. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp connected an IV route to a2n3343-zba (female luer) and started infusion, and then saw the fluid leaking from the connection. The IV set used is covidien's safe access."